Event description:
On 12/14/2023, it was reported by a facility representative via sems (B)(4) that an ar-6480 dualwave pump was producing an error message "error on folt". This occurred during a case where a second tubing was used and produced the same error message. No additional information was provided, and additional information has been asked.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
The complaint allegation was not confirmed. No related problem found. One unpackaged ar-6480 dualwave arthroscopy fluid management system, serial number (B)(6), was returned for investigation. Upon visual inspection, scratches and damage on the top panel of the housing were noted. The returned device was assembled with an ar-6430 lot# 40067370 and ar-6421 lot# 65708975 pump tubing and was tested and evaluated under normal use conditions to see if the issue(s) reported could be replicated. The pump was connected to the power and turned on. After selecting the desired pressure, the run button was pressed to start the machine upon letting the pump run for 114 minutes to reproduce the reported failure. No alarm or error messages were received during the almost two hours of testing. A clamping test was performed as defined in the user guide (dfu-0212 rev 1 ¿ section 5.2) to simulate an overpressure failure on the pump and to verify if an error message and/or audible alarm would be triggered. The results of the clamp test indicate that the pump triggered an alarm, and the rollers did stop moving. Passed. Pressure fault test: when the pressure was artificially lowered by removing the inlet from the fluid source, an alarm was triggered, and the device stopped. - no problem found. It was noted during the test that the pump motor/rotating parts made a loud noise when running. The cause of this can be attributed to wear and tear of the motor, which is exhibited in the noisy motor and caused by extended usage in the field¿device manufacture date 2021.